Manufacturer narrative:
The technical investigation of the returned pantera leo revealed that the balloon is undamaged. During functional testing a leakage became apparent at the guide wire exit port. Microscopic inspection revealed a damage of the inflation lumen at this location. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.

Event description:
Ous MDR - the pantera leo balloon ruptured during inflation.